Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that anchor broke during insertion in the proximal patella. Surgery performed was an acl and quadriceps tendon re-fixation. Fragment could not be retrieved and remains in patient's body. Surgery was successfully completed using another device of the same part number. According to surgeon, fragment does not affect patient negatively, fragment is not prominent.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reflect device evaluation. Complaint confirmed. The evaluation revealed that the anchor is broken-off at the transition between the hex and threaded portion of the anchor. The fracture surface displays evidence of torsional-overload. The device met all material specifications as received. Complainant's event typically caused by over insertion and or prying/leveraging the driver while the implant is still loaded and or improper bone preparation.

Event description:
It was reported that anchor broke during insertion in the proximal patella. Surgery performed was an acl and quadriceps tendon re-fixation. Fragment could not be retrieved and remains in patient's body. Surgery was successfully completed using another device of the same part number. According to surgeon, fragment does not affect patient negatively, fragment is not prominent.